Event description:
Healthcare worker began experiencing symptoms of chest tightness, cough, bronchospasm, sinus headache, runny eyes and nose, swelling of hands and achy bones / joints, which have progressively become worse. It was noted that the cidex opa solution was heated to 38 degree centigrade. There are under the treatment of a rheumatologist / immunologist.